Event description:
During deployment of a 26mm sapien xt valve, an annular rupture occurred. Surgical repair was required. The initial valve assessment was performed using transthoracic echocardiogram (tte). The xt valve was deployed 50:50 aortic/ventricular (a/v). Post deployment, the patient immediately became hypotensive. Vasopressor support was provided with initial improvement in the blood pressure (bp), followed by a drop in pressure. Respiratory variations were noted in the bp with the continued drop in pressure. The patient was then intubated and a transesophageal echocardiogram (tee) probe was placed. Tee indicated a pericardial effusion. The decision was made to perform pericardiocentesis; however, the patient continued to rapidly decline, so the chest was opened. The patient was placed on cpb and approximately 400ml of blood was removed. The source of the effusion was subannular linear tears between the lcc/rcc and the rcc/ncc. The xt valve was explanted and the tears were repaired using an aortic root graft. An edwards perimount magna ease valve was then implanted. The patient was successfully removed from cpb and transferred to ICU in critical, but stable condition, still intubated. After the event, the surgeon noted that the valve was actually too large for the annulus; a large chunk of calcium at the lcc appeared not have moved during valve deployment, causing the annulus to expand and shift towards the other cusps, resulting in the subannular linear tears. The annular diameter measured 20.7mm by tee. The annular diameter measured 25.4mm with a valve area of 508mm2 by CT. Moderate annular calcification, mild native leaflet calcification and no aortic root calcification were noted.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, patient factors (a large chunk of calcium at the lcc) likely contributed to the subannular linear tears. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.